Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using [thus] due to flashing white display. Pump was cut open to perform visual inspection and found cracked lcd controller (pcba 1) and cracked lcd screen. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, label damage (faded/stained/peeling), and cracked glass. The flashing white display was confirmed during analysis due to a cracked lcd controller (pcba 1) and cracked lcd screen. Alleged cosmetic damage confirmed where scratched case, keypad overlay texture damage, pillowing keypad overlay, stained keypad overlay, cracked battery tube threads, label damage (faded/stained/peeling), and cracked glass was noted. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed it was reported damage occurred during gym training and the product return was requested for mmt-1782k and customer response was the device was returned for analysis..